Event description:
It was reported the customer had damage on their insulin pump. Customer reported dropping their insulin pump and then accidentally stepping on it. Customer stated there was a crack present on their lcd screen. The customer's blood glucose was 250 mg/dl. Customer stated they were unable to read their insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.